Manufacturer narrative:
No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. The pod arrived fully deployed. No timeouts or drive stalls were observed. The external portion of the soft cannula was torn, causing a fluid leak. The timing and cause of the cannula tear could not be determined. The adhesive pad and welds were inspected, and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined. Device was received with cracks in the top housing. It cannot be conclusively determined how these cracks occurred, however investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. It was also reported that the pod was leaking insulin. As treatment, the patient successfully activated a new pod.